Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# j0454612v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation down the left side of his body. This started abruptly 4-5 days prior to the report. It was noted that the patient was a golfer, but no incident had been reported. There was possible fluid with contact 3, but using c/1 impedances looked good. The battery voltage looked good, but was somewhat suspicious given the battery life. Palpation at the pocket did reproduce some shocking, but not consistently so. It was advised that an xray be performed as well as palpation of lead/extension. It was further reported that diagnostic testing was done while in the clinic on (B)(6) 2013. The physician indicated he would get x-rays but didn't specify when. No equipment malfunctions were noted, however, the surgeon indicated he recommend to the patient he should have the stimulator and extension both replaced in case there was some issue happening intermittently and not able to be duplicated in the clinic. No response has been received by the patient to date and it was unknown if he will have the noted replacements done. The patient was continuing to experience the same sensations. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40 lot# j0454612v, implanted: (B)(6) 2005, explanted: product type lead product ID: 748251 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2014 product type: extension. (B)(4).

Event description:
Additional information received reported the patient had their ins and extension explanted on (B)(6) 2014. During the removal, a worn area was noticed on the clear insulated part of the extension near the ins, leaving active wires exposed to surrounding tissue. It was noted the subcutaneous tissue surrounding the ins and damaged area was a white/gray discolored compared to the other tissue in the pocket. A sample was taken and sent to pathology. It was reported that in recovery, the system showed all normal impedance readings and the patient reported no problems or shocking sensations.